Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. The physician implanted a taxus express2 8.8% 3.00 x 16 mm drug eluting stent. However, upon attempting to remove the balloon the physician felt resistance. The physician believed the balloon was sticking to the stent. The physician was able to get the balloon out of the stent. There were no reported pt complications or injuries. Pt status is reported as "satisfactory/good."